Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings, and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Based on the information available, the most likely cause is patient factors, including postoperative hypercoagulability and transient low-flow conditions in the absence of prophylactic anticoagulation, which are recognized contributors to early thrombus formation and restricted leaflet motion. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event.

Manufacturer narrative:
The following sections were updated/added: b5, b7, d9, h3, h6 (device code and type of investigation). Corrected data in section h6 (type of investigation): 10 (testing of actual/suspected device) replaces 4114 (device not returned). H3: device evaluation: the device was returned for evaluation. Customer report of thrombus was confirmed. Customer report of leaflet immobility was confirmed in the as received condition. However, initial leaflet immobility reported by the customer was unable to be confirmed. As received, leaflet mobility was reduced and led to stenosis. Thrombotic-like material was visible on both outflow and inflow aspects of all leaflets. X-ray demonstrated wireform intact. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. Blue suture remained attached to the sewing ring. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from south korea that this mitris resilia valve model 11400m27, implanted in mitral position, was explanted from this patient after three (3) days of implant duration due to leaflet mobility issues leading to the development of numerous thrombi on the valve's leaflet. It was stated that the restricted motion of the valve leaflets caused localized blood pooling, creating an environment that facilitated the development of the thrombosis. As reported, the patient started feeling unwell one day after the intervention and, after performing a transesophageal echocardiography, the cardiac team suspected the possibility of a thrombosis. No regurgitation was observed after the implantation of the valve. The patient was brought back for the re-intervention and it was at that point when, by direct examination, numerous thrombi were observed on the inflow aspect of the valve. As reported, neither prophylactic medication nor anticoagulants were given to this patient post-implantation of the valve. A non-edwards mechanical valve was implanted in replacement. Reportedly, the patient continued to have severe, unstable vital signs and received intensive care in the intensive care unit, including ECMO, mechanical ventilation and dialysis. The patient's current condition was critical.

Manufacturer narrative:
Information added/updated to section b5 and g1 the supplemental is being filed due to update the probable root cause of the event. The investigation results were already submitted in the previous MDR. H11: additional manufacturer narrative: based on the information available, the most likely cause is patient factors, including postoperative hypercoagulability and transient low flow conditions in the absence of prophylactic anticoagulation as well as the patients atrial fibrillation, which are recognized contributors to early thrombus formation and restricted leaflet motion.

Event description:
Edwards received notification from south korea that this mitris resilia valve model 11400m27, implanted in mitral position, was explanted from this patient after three (3) days of implant duration due to leaflet mobility issues leading to the development of numerous thrombi on the valve's leaflet. It was stated that the restricted motion of the valve leaflets caused localized blood pooling, creating an environment that facilitated the development of the thrombosis. As reported, the patient started feeling unwell one day after the intervention and, after performing a transesophageal echocardiography, the cardiac team suspected the possibility of a thrombosis. No regurgitation was observed after the implantation of the valve. The patient was brought back for the re-intervention and it was at that point when, by direct examination, numerous thrombi were observed on the inflow aspect of the valve. As reported, neither prophylactic medication nor anticoagulants were given to this patient post-implantation of the valve. A non-edwards mechanical valve was implanted in replacement. Reportedly, the patient continued to have severe, unstable vital signs and received intensive care in the intensive care unit, including ECMO, mechanical ventilation and dialysis. The patients condition following the intervention was critical; however, according to the latest information received 4 months and 15 days after the procedure, he has recovered and has been discharged from the hospital.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from south korea that this mitris resilia valve model 11400m27, implanted in mitral position, was explanted from this patient after 3 days of implant duration due to the presence of numerous thromboses on its leaflet. As reported, the patient started feeling unwell one day after the intervention and numerous thromboses were observed on the left atrium side. The surgeon assessed that the valve's leaflets were not functioning properly. A mechanical valve was implanted in replacement.